Event description:
New information received states that no sensing was also observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a gradual increase in pacing lead impedance and decreased sensing amplitude were observed. Lead replacement was scheduled. The patient condition is fine.